Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer¿s blood glucose was 200 mg/dl, woke up at 540 mg/dl, and later was at 589 mg/dl. Few minutes ago the blood glucose was 412 mg/dl and the sensor glucose was 276 mg/dl. The other relevant blood glucose values were 319, 334 and 339 mg/dl. The customer was treated with boluses from the pump. The customer also states the infusion set cannula was bent. The customer declined troubleshoot for high blood glucose and low reservoir. The insulin pump will not be returned for analysis.